Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they had issues with their sensor. The customer stated that the needle broke off the sensor. The customer's blood glucose was unknown at the time of the incident. The customer declined assistance from the help line regarding the issue. The customer did not return the product back for analysis.